Event description:
It was reported that during unpacking, a compromised sterile package barrier was noted. During unpackaging of a (B)(4) imager ii catheter a little rip in the plastic packaging near the hub of the device was observed and the sterility of the product was suspected to have been compromised. No patient contact was involved. The device was discarded.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).